Event description:
It was reported that during an embolization treatment procedure, the coil did not adequately attain its shape. The patient was undergoing treatment of a varicocele. A .025" non bsc catheter was positioned in the patient. The 14mm x 30cm interlock detachable coil was deployed in the left testicular vein without issue. However, following its release, it was noted to be "so floppy" that the end prolapsed into the left renal vein. The coil was removed with a snare and the procedure was completed with a different device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).